Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes from lots 9184804, 9158818, and 9184801 overfilled during use. The following information was provided by the initial reporter: "customer states that all of the lot numbers she has are overfilling".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9184804. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-07-03. Medical device lot #: 9158818. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-06-07. Medical device lot #: 9184801. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-07-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes from lots 9184804, 9158818, and 9184801 overfilled during use. The following information was provided by the initial reporter: "customer states that all of the lot numbers she has are overfilling".